Event description:
It was reported to boston scientific corporation in early 2007 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation three days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the technician inflated the balloon to the maximum pressure and the balloon ruptured inside of the patient. The procedure was completed successfully with another cre balloon dilation catheter. There were no patient complications reported as a result of this event. There is no information available on the patient's condition at the conclusion of the procedure.

Manufacturer narrative:
Per the complainant, the balloon was inflated "to the maximum diameter and it explode[d.]" The complaint device was returned for evaluation and a visual evaluation of the sample confirmed that the balloon was found to be torn longitudinally. According to the dfu, to prevent balloon burst, do not exceed the inflation pressure given for the largest diameter on the catheter's hub and package label. Balloon bursts can occur due to a sharp exterior source, such as a calcified lesion, penetrating the balloon. As the balloon is inflated if there was a calcified lesion present the more the balloon was inflated the more pressure this calcified lesion would have put on the balloon until the lesion penetrated the balloon and caused it to burst. The exact cause of the reported malfunction cannot be determined.